Event description:
The dental technician went to position the tubehead to the patient, and the tubehead yoke cracked. The patient caught the tubehead.

Manufacturer narrative:
There was no patient or user injury with this event. Results - the tubehead yoke cracked in half, in the middle of the yoke graphics panel. The yoke is a curved metal section that connects the tubehead to the scissor arm assembly. A wiring harness that runs through the yoke and the arm, connects to the tubehead and to the converter (master control) assembly. The wiring harness is approximately two to three inches long at the tubehead. Conclusions - the articulated arm has been replaced.